Manufacturer narrative:
The insulin pump passed leak test. Device was received with unresponsive down button. Problem isolated to keypad assembly. Device was received with connector properly connected. No damage or moisture damage on keypad assembly noted. Device was received with minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump's keypad was not responding properly. Customer stated that act and the down arrow button had to be pressed multiple times to get a reaction. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed leak test. Device was received with unresponsive down button. Problem isolated to keypad assembly. Device was received with connector properly connected. No damage or moisture damage on keypad assembly noted. Device was received with minor scratches on lcd window.